Manufacturer narrative:
(B)(4). UDI number:(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "central line kit sterilely set up by anesthesia tech for insertion once patient arrive in the operating room. Central line wire, when trying to remove it from right internal jugular, wire spontaneously unspooled. Wire removed from patient and new wire inserted to place central line." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged to a rehab center".

Event description:
It was reported "central line kit sterilely set up by anesthesia tech for insertion once patient arrive in the operating room. Central line wire, when trying to remove it from right internal jugular, wire spontaneously unspooled. Wire removed from patient and new wire inserted to place central line." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged to a rehab center".

Manufacturer narrative:
(B)(4)